Event description:
The customer inquired why the device did not alarm for ventricular fibrillation toward the end of a transcutaneous pacing event.

Manufacturer narrative:
The device was returned to the factory in andover for evaluation and was found to be fully functional for the acquisition of ECG and delivery of defibrillation and pacing. The event summary identified that the alarms were shut off.